Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, it was observed that the battery reciprocator device functioned sometimes and would not function other times (operationally unstable). It was reported that there was a thirty minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The surgery was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI:(B)(4). The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). If additional information should become available, a supplemental medwatch report will be sent accordingly. The UDI number has been updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or additional information: g1-2: the manufacturer site name was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. H4: it was documented in the initial medwatch that the date of manufacture was unknown. The correct date is 4/16/2015. Therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. During repair, it was determined that the motor had dead spots and it was difficult to start the device at times. It was influenced by the position of the motor collector because the values could not be measured for the respective inspection criteria. It was also noted that the device failed pretest for functional test, check trigger and electric control unit (ecu) function and check oscillation frequency, minimum 12600 - 16000 oscillations/minute. The assignable root cause was determined to be due to normal wear. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.